Manufacturer narrative:
(Therapy date): unknown date in (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing date: april 20, 2009. Manufacturing location: (B)(4). Business group: trauma. Device part 241.454, lot 3139420 is a batch number controlled product; therefore no service history record review is possible. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The conclusion of the DHR review is that the final products manufactured in the production processes relevant to the device in the current complaint met inspection requirements, certification test values, and acceptance criteria. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2017 due to a non-union and pain. X-ray taken at a prior date showed one (1) previously implanted plate was broken and a revision surgery was scheduled to replace the plate. Radiology imaging was taken on (B)(6) 2017 for documentation and confirmed the broken plate. The initial surgery was in (B)(6) 2016. One (1) new plate and screw(s) were implanted. The revision surgery was successful and the patient is stable. There was no surgical delay. Concomitant devices reported: screws. This is report 1 of 1 for (B)(4).